Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. No error messages were noted during inspection. However, the power switch does need to be replaced with the new version, and the system software requires updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported during a functional test, the olympus evis exera iii video system center presented with error code e315. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced and the location of the failure could not be identified, the cause of the indicated phenomenon is unknown. Additionally, an error occurred while connecting the 190 series scope. The light source was replaced, but the error did not go away. The endoscope worked fine when a different processor was used. It was also reported that the fse confirmed that the phenomenon was reproduced. However, when the device was returned to olympus, the phenomenon was not reproduced. It was surmised that wear and tear likely contributed to the reported device issue. Olympus will continue to monitor field performance for this device.